Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Customer reported that the issue with the buttons was not resolved even after the easy bolus feature was turned on. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. No over or under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. All expected alarms were listed in the alarm history screen. The insulin pump communicated properly with the guardian link 3 and the test plug. The guardian link 3 serial number was listed under the device options in the manage devices screen. The insulin pump entered into auto mode properly. No auto mode anomaly or calibration anomaly noted. The test bg value of (B)(6) mg/dl was properly recorded in the daily history screen. No history anomaly noted during testing. The insulin pump uploaded properly using care link. All buttons functions properly. No damage noted on the keypad traces. During visual inspection,found the keypad connector on electrical board was properly locked.